Event description:
Repair request initiated for device with no reported malfunction. No patient impact was reported. Repair request escalated to a product event based on evaluation determined that detached distal bearings and leg of the attachment was bent. On further follow-up, no information regarding the patient impact was provided.

Manufacturer narrative:
Report confirmed. Evaluation determined that distal bearings are detached and the leg of the attachment was bend. The likely cause was identified as worn bearings. It was also noted that the leg of the attachment was worn, the color band and the laser markings are faded. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.